Event description:
Customer reported the ventilator stopped cycling on a pt and would not deliver tidal volumes. Third party service fse ran unit for 2 weeks in different modes and settings and could not duplicate the reported failure. The fse calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturer's specifications. Ventilator was shipped back to the customer, per customer request, and the ventilator was returned back to service. No parts were removed from ventilator. No parts will be returned to siemens medical systems. There were no pt injuries. This report was generated from service report screening.